Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The possible causes of this failure mode is related to the quantity of silicone applied, silicone station height and silicone pump functionality.

Event description:
It was reported that blood leaked from a bd vacutainer® blood transfer device with luer adapter. No injury or medical intervention reported.